Event description:
Patient reported that they were injected in lips with juvéderm® volift¿ with lidocaine. Nine days later, patient developed a severe sore throat and tonsillitis, deemed not device related. One day later, patient was prescribed amoxicillin. Two days later, patient developed amoxicillin-induced exanthema. One day later, patient developed swelling in lip. Patient was treated with 20mg urbason. Two days later, patient took urbason. Two days later, patient took urbason. Swelling went down; however, patient felt 3 small lumps in lip. Treating healthcare professional advised since patient still has sore throat, the lumps would resolve after viral infection ends.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection, deemed not device related, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of viral infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Additionally, healthcare professional reported 0.5 - 0.7 ml were injected into the patient's lips. Patient developed sore throat and tonsillitis (viral infection) five days after the injection and lumps developed in upper right lip. Three days after last dose of urbason, patient visited clinic where filler removal was scheduled on future date. Patient also scheduled for additional filler placement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to g.6.: it was incorrectly sent as an initial report on the last medwatch on 06/jun/2022. Correct type of medwatch report should be 15-day.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., h.6.

Event description:
Additional information reported the event has completely resolved for approximately two weeks now.